Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of returned device revealed that it was fully clip deployed with the thumb advancer locked and aligned in the finish window. The safety release button had been pushed inward out of the retaining tabs and when the device was opened to examine the internal components the safety release rod was found to have also been pushed inward out of the retaining tabs. The damage detected with the safety release rod indicates an attempt was made to collapse the vessel locator wings using the safety release button, after the clip was deployed but before the thumb advancer was retracted. The safety release is no longer functional after the clip has been deployed. In the lab the device was reset for testing and the thumb advancer was retracted approximately 3mm distal of the finish window via the access ports on each attempt. Based on the test results and the condition of the device, it could not be determined what prevented the thumb advance from releasing during use. During clip deployment, the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. However, the vessel locator wings of this device were bent distally and protruded out the distal end of the tube set. The most probable root cause for the bent locator wings is due to tissue compressed between the distal end of the tubes and behind the open locators creating distal forces during thumb advancement bending the locator wings and subsequently contributing to the difficult removal. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a heavily scarred femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the patient's artery. In accordance with the instructions for use, the physician tried to remove the device by using the access ports, however, it was unsuccessful. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved with the clip. There was no reported adverse patient effects. Though requested, no additional information was provided.